Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: additional synthes lot number: 5226297. Visual inspection: the drive shaft-minimum 520mm length-for use with ria (part#: 314.743, lot#: 5226297) was received at us customer quality with the distal tip of the device broken. The device broke such that the shaft and helix components were broken. No fragments were returned. No other issues were identified. This received condition is consistent with the reported complaint condition thus confirming the complaint. Device failure/defect identified? Yes. Dimensional inspection: specified dimensions: inner diameter [drive shaft]: 3.76 mm +/- .05 mm, outer diameter [drive shaft]: 5.18 mm +/- .025mm, helix diameter: 6mm +/- 0.1mm. Measured dimensions: inner diameter [drive shaft]: 3.76mm; conforming, outer diameter [drive shaft]: 5.17mm; conforming, helix diameter: 6.01mm; conforming. Device(s) used: ca215p. Manufacturing record evaluation: the received drive shaft-minimum 520mm length-for use with ria (part#: 314.743, lot#: 5226297) was manufactured by criterion and inspected, packaged and released by monument. The release to warehouse date was 20-apr-2006. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint was confirmed for the drive shaft-minimum 520mm length-for use with ria (part#: 314.743, lot#: 5226297) the distal tip of the device was broken. Although no definitive root cause could be determined, it is possible that the device encountered unintended forces during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: manufacturing location: supplier, criterion / inspected, packaged and released by: monument, release to warehouse date: 20-apr-2006, part number: 314.743, drive shaft-minimum 520mm length-for use with ria, supplier lot number : 14347-01, synthes lot number: 5226297 (non-sterile), lot quantity: 80 . Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of compliance supplied by criterion tool and die dated 13-apr-2006 was reviewed and determined to be conforming. Packaging label log was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device history batch: null. Device history review: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a driver shaft was broken. The issue was discovered in the sterile processing department. There was no patient involvement. This report is for one (1) drive shaft-minimum 520 mm length-for use with ria. This is report 1 of 1 for (B)(4).